Manufacturer narrative:
(B) (4). (B) (4). Per the rx acculink IFU visual disturbances, headache, dizziness and restenosis of stented area are known potential adverse events associated with the use of the device. The adverse event may occur during or after this type of procedure when the device functions normally. There was no known device problem reported and no product quality discrepancies reported during inspection prior to use and preparation. The information available and relevant manufacturing records are not sufficient to determine relation between patient adverse events and the device. The event is possibly related to the patient disease state and operational context of the device.

Event description:
Adverse event: restenosis requiring intervention. Onset of adverse event: after the procedure. Device issue: none. It was reported via a trial that on (B) (6) 2009, an acculink stent was implanted in the left internal carotid artery. On an unspecified date after the procedure, the patient had no neurological symptoms suggesting a cva, tia, or amaurosis fugax; however, the patient experienced headache, lightheadedness, dizziness, and blurred vision. On (B) (6) 2010, a carotid duplex found in-stent restenosis estimated at 50 to 69%. On (B) (6) 2010, a CT angiogram confirmed in-stent restenosis of 80%. On (B) (6) 2010, the patient underwent cutting balloon angioplasty. The patient was discharged home on (B) (6) 2010. There was no adverse patient sequela. No additional information was provided.